Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and an unspecified level of ketones. Reportedly, customer required assistance to treat bg level from school nurse via an unspecified treatment. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.